Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during a surgical procedure.

Event description:
It was reported that high thresholds were observed. The lead was explanted.